Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2015 for dehydration. She was working out under the sun and became dehydrated and her blood glucose went up to 620 mg/dl. The customer also reported that the day of the call, the act button on the insulin pump was not responding during a bolus attempt. She changed the battery and then none of the buttons were responding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.